Event description:
It was reported that the remote home monitoring system issued an alert for rf overuse for the pacemaker. Engineering review of the data found that the rf overuse was due to frequent alerts. Further review determined the frequent alerts were for ventricular tachycardia (vt), but the vt was inappropriate triggered since the patient was in an accelerated junctional arrhythmia. The frequent alerts were increasing the battery consumption on the pacemaker. Boston scientific technical services (ts) made several unsuccessful attempts to contact the clinic to discuss the situation. The local field representative was contacted and noted he would discuss the option of turning off alerts in the remote home monitor system. The pacemaker remains in service and no adverse patient effects were reported.